Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table and was unable to duplicate the reported event. No issues with the function or operation of the surgical table were found. No repairs were required, and the unit was returned to service. The technician was informed that as the table began to move, the facility utilized the "stop" button on the hand control. The table stopped however, the display screen on the hand control showed an error message. It is unknown what error message appeared, as user facility personnel present at the time of the reported event could not remember. The facility's biomed department was unable to duplicate the error message or the uncommanded table movement. The facility's biomed department replaced the table's hand control with an another one and returned the unit to service. The hand control subject of the reported event is being returned to steris for evaluation. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table began to move into trendelenburg position without being commanded to do so. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The hand control subject of the reported event was evaluated by steris montgomery and was found to be operating according to specification. No issues with the function or operation of the hand control were identified.